Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer had the alarms in the past and needed assistance. Customer's blood glucose level is 256 mg/dl. Customer treated with the pump. Customer ran a 5.0u fixed prime, but the insulin did not exit. Customer had a lot of tiny air bubbles in the tubing but she does not use cold insulin. Customer pushed the insulin through the tubing and the insulin exited. Customer was advised that the pump was working as designed. It was reported that the alarm was caused by set/reservoir occlusion. No additional information provided.